Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿ k143505. Last/given name unknown / not provided. Device location unknown.

Event description:
It was reported that the abutment loosened in the patients mouth.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). This report is being submitted to relay corrected information for the initial report 0002023141-2021-00307. Based on additional information, this event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received that the abutment never loosened.